Event description:
It was reported that during a breast biopsy procedure, the clip stand was broken. It was difficult to reach the biopsy site with the wire marker. The customer couldn't tell us for which reason the wire marker was difficult to advance (clarification?). Upon the removal of the device, the tip broke and stayed in the biopsy site, without releasing the clip. The broken tip could be removed and a second attempt was performed with a new clip of the same lot number. It was impossible to reach the biopsy site this time. Finally, a third wire marker of a different lot number could release the clip properly. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.